Event description:
During a zero-procedure at c3-c4, surgeon was able to insert plate and 3 of the 4 screws with no problems. There was not enough room on the pt's anatomy to place the screw correctly, therefore, the 4th screw was not inserted. This is two of two reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.